Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/04/2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry suffered loosening of humeral side implants. The patient suffered an injury after lifting a five-pound box. The x-rays indicated a small non-displaced fracture and loose humeral components. The patient underwent a revision rsa and ofif procedure on (B)(6) 2022. This event was indicated as unrelated to the universe reverse system implanted on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information received on 3/19/2025: during the revision surgery on 12/27/2022 an ar-9564-2842-lat arthrex univers revers glenosphere, an ar-9563-16 univers revers peripheral screw, two ar-9563-24 univers revers peripheral screw, an ar-9562-32nl univers revers peripheral screw, an ar-9502f-42rcpc arthrex univers revers suture cup, an ar-9501-11p arthrex univers revers humeral stem, an ar-9550-15 arthrex univers revers spacer, and an ar-9503l-06c arthrex univers revers humeral insert was removed. The case was completed with new arthrex univers revers implants.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.